Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of moderate thrombosis as evidence by blocked avg, resulting in hospitalization and treatment with plasty and declot. The event was considered to be resolved, target lesion related, not related to study procedure, and possible related to study device.